Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reports he has heard his device beep every 6 hours. The device is programmed at ddd, and paced only in the ventricle at 98%. It was implanted in may of 2002. The patient lives in a remote area of canada, and it is hard to trouble shoot. Additional information was recieved stating the device was explanted for eri, and replaced with another guidant product.